Event description:
During a shoulder case using a suction ablator, small burns were created around the portal sites where the probe had been inserted. The physician did not use a cannula. The physician noticed the first burn at the lateral portal after removing the probe. He went to insert the probe in the anterior portal after first checking the condition of the skin. He used the probe for about three to four minutes and removed it from the pt. At this time he noticed the burns around the anterior portal site as well. The burns been described as superficial, type I, just removing the immediate skin layer. The pt's skin turned white but did not bleed. Both burns had cleared up by the time of the f/u visit. The burns were so minor the pt did notice them. No clinical sequelae or further complications were reported. The physician does not feel this was a significant event and attributes the burns to the fact that a cannula was not used.